Event description:
It was reported that pre-operatively, the patient was diagnosed with spinal stenosis, nucleus pulposus, and degenerative joint disk disease at c5-6 <(>&<)> c6-c7. The procedures performed during this surgery were as follows: an anterior neural decompression at c5-c6 <(>&<)> c6-c7, anterior diskectomy and fusion at c5-c6 <(>&<)> c6-c7, anterior plate fixation at c5-c6 <(>&<)> c6-c7, and an anterior cage fixation at c5-c6 and c6-c7. A peek cage was inserted in the intradiscal space at c5-6 and c6-c7 with bmp and autologous bone. Once this was accomplished the distraction was released and the pins were removed. It was reported that the patient's post-op period was marked by severe, painful complications which included, but were not limited to- the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe, exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient underwent the following procedures: anterior neural decompression, c5-6, c6-7. Anterior diskectomy and fusion, c5-6, c6-7. Anterior plate fixation, c5-6, c6-7. Anterior cage fixation, c5-6, c6-7. Pre-op diagnoses: spinal stenosis, nucleus pulposus, degenerative joint disk disease, c5-6, c6-7. As per op-notes: &#62728;e resection of anterior osteophytes, anterior annulus, nucleus pulposus, decorticating endplates, then a peek cage was inserted in the intradiscal space at c5-6 and c6-7 with bone morphogenic protein and cancellous autologous bone once this was accomplished, then the distraction was released and the pins were removed.&#62282;